Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that patient faced infusion set cannula bent event on (B)(6) 2026. The insertion site was lower back. The infusion set was in use for one day. The blood glucose level was high (specific value unknown) and the patient was treated with pen. The patient replaced infusion sets. No further information available.